Event description:
A vein thrombosed at the anastomosis, became dilated, and seems to have milked the probe down from where it was placed to a place more distal. It then began to pick up a vessel other than the flap pedicle. There was a change in the sound, but facility had a good signal and have become accustomed to the sound changing post-op. The flap was essentially a buried one, and the thrombosis was not discovered until a week later when everything became necrotic.